Event description:
Adverse event: interrupted procedure. Malfunction: difficulty tracking. The laser programmer reported that the system had difficulty engaging the tracker; the surgeon elected to turn off the tracker and proceeded to treat 5 patients without using the tracker. All procedures were completed. Another system operator took over system operation and the tracker was fully re-engaged without any problem. Additional follow-up information received; the surgeon stated that no patients were injured by this event.

Manufacturer narrative:
Determination of root cause: assessment: the tm completed system status report to specifications. Log file review confirmed that on 5 cases, out of a total of 30 performed, the user turned off pupil tracking. All of the cases were completed, including those in which the tracker was turned off by the user. For all cases done without tracking, there were instances of system message- 'no pupil detected', preceding laser ablation. These messages may have been in response to user blocking tracker illumination sources, insufficient tracker threshold value chosen or patient misalignment. The tm stated tracker values were within specifications on the day of surgery. Conclusion: no root-cause could be determined, as the system was found to be operating within specification. (B) (4)